Event description:
It was reported that the right atrial (ra) lead had an apparent lead fracture. It was also reported that the ra lead had high impedance spikes along with noisy atrial high rate episodes. It was further reported that during an interrogation of the implantable cardioverter defibrillator, inappropriate sensing was noted on the ra lead. The ra lead was capped and replaced with a new lead. A few days later, the patient was hospitalized with a hemothorax related to the very difficult procedure of replacing the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental is based solely on the receipt of a 3500a report. (B)(4).